Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received. Affected side of the patient was right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: examination of the returned devices confirmed the reported event. This device was manufactured on 06-jan-2021. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device history record (DHR) review was performed by the manufacturing site for the finished device 124603000, lot number d21010571, it was manufactured on 06-jan-2021. 264pcs parts were manufactured per specification and all raw materials met specification, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned devices confirmed the reported event. This device was manufactured on 06-jan-2021. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a device history record (DHR) review was performed by the manufacturing site for the finished device 124603000, lot number d21010571, it was manufactured on 06-jan-2021. (B)(4) pcs parts were manufactured per specification and all raw materials met specification, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When inserting the apex hole eleminator, it jammed. Hcp then removed the cup again and implanted a new one. No surgical delay, no adverse patient consequences reported.